Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-jul-2019 with the following findings: during investigation, the up arrow, down arrow and ok keypad buttons were intermittently unresponsive to button presses. A leak test revealed a battery compartment leak. The pump was opened and internal moisture corrosion was found located on the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.